Event description:
A nurse was aspirating, flushing and advancing the catheter during insertion. When she reached 6 inches, she flushed the catheter with 5cc of normal saline. Pt stated "she did not feel well. "Her face was flushed, her pulse was irregular she felt nauseated and had chest discomfort." Then the nurse gave her a wash cloth which helped her to relax. Pt stated "she was not feeling better and she was going to pass out." At this point the nurse removed the catheter. After the catheter was removed she started to feel better and 5 mins later, she was able to go back to bed. Her dr was notified and 25 mg of benadryl was given po. After 20 mins pt was resting and feeling much better.